Event description:
The 10mm trocar was used on a case previously without difficulty. It was then autoclaved, no fault was decteted at this time. During this procedure, the patient was noticed to have burns on her abdomen, upon inspection of all devices, the 10mm. Trocar was found to have a large crack.